Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of high and low blood glucose associated with delayed meal announcements while using the ilet bionic pancreas, including postprandial bolusing more than 20 minutes after eating, with recorded glucose values ranging from 57 to 257 and time out of range for approximately three hours. Symptoms included no reported clinical symptoms during the events. Outcomes included user self-treatment of hypoglycemia with glucose tablets and no need for external assistance or medical intervention. Investigation included review of device reports and user feedback, along with troubleshooting and education on appropriate meal announcement timing. Investigation of this case revealed that late post-meal announcements contributed to hypoglycemia, and education was provided to avoid announcing meals 20 or more minutes after eating and to allow the correction algorithm to address postprandial excursions. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event and that device performance was consistent with design.